Manufacturer narrative:
Implant date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in 2010 due to hydrocephalus. On (B)(6) 2018, the patient was occasionally dizzy. Two days later, the patient fell into a coma after vomiting. The patient was brought to the hospital and it was thought that the patient needed a pressure adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that after the patient went to the hospital and had a pressure adjustment requested, they were sent to a county hospital for observation on (B)(6) 2018. It was stated the patient would return to the original hospital if needed in the future and per communication with the doctor.